Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector was broken. It was also noted that the upper case was broken, the lower case was contaminated, the ring cover and two side bail covers were contaminated, the keyboard was scratched, the battery drawer and battery release were contaminated and the battery contacts were compressed.

Event description:
It was reported the pacing socket was damaged. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.